Event description:
The celect filter fractured, migrated and unable to be retrieved. Two struts (fractured) have embolized to lumbar and anterior abdominal veins. Pt was admitted to ER for acute back pain.

Manufacturer narrative:
(B)(4). The investigation is in progress.